Manufacturer narrative:
The customer was put in contact with an authorized service personnel (asp). Upon evaluation of the device, the customer reported found multiple entries of charge/shock failure - therapy pca in ops checks and auto tests. The asp advised the customer to replace the therapy pca and provided the part number/price. They emailed the customer the end of life (eol) letter. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : device end of support life.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed operational check. There was no reported patient involvement.